Event description:
It was reported that during a hip procedure using a super turbovac 90 with integrated cable wand, the tip detached from the wand while inside the surgical site. The procedure was delayed for over 30 minutes while the detached tip was located and removed from the pt. The procedure was completed using a back up device. There were no pt complications reported as a result of this event.